Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error with an open book image alarm, and the pump beeps the whole time after putting in a new battery. The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1885l was requested, and the customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
No critical pump error noted during testing. Pump received with flashing medtronic logo with audio alert. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to flashing medtronic logo with audio alert. Unable to download history files/traces using thump due to flashing medtronic logo with audio alert. Pump was cut open to perform visual inspection and found corroded electronic assembly and force sensor. The motor had moisture damage. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo with audio alert. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Unable to perform the history review 2 days prior to the (B)(6) 2025 due to flashing medtronic logo with audio alert. Alarm-aa99-critical pump error not confirmed. Unable to perform the required tests due to flashing medtronic logo with audio alert. Flashing medtronic logo with audio alert was confirmed during analysis due to corroded pcba 2. Alarm-audio/vibrate anomaly/absence of alarm confirmed. Upload error confirmed (unable to download history files/traces using thump due to flashing medtronic logo). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.